Event description:
It was reported that the liquid crystal display on the external pulse generator does not illuminate. Technical services had the customer measure the battery voltage and it was low. The customer replaced it with a new battery and the device worked as designed. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).